Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. Email address unknown / not provided. PMA/510(k) k013227.

Event description:
It was reported implant fractured by the collar. Implant remains in patient's mouth.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned for investigation. Visual evaluation could not be performed. The investigation has been performed based on the available information using the item number along with the applicable instructions for use (IFU), and risk file.functional testing to recreate the reported event could not be performed due to the nature of the event. No pre-existing condition noted, since no per form was returned. Bone density type is unknown. The reported device is located on tooth 46 (fdi) and is still implanted in the patient's mouth. The customer did not provide any pictures or x-rays. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. (B)(6) post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product.therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.